Manufacturer narrative:
On 13-apr-2026, the lot number was identified to be 73000042 through electronically erasable programmable read only memory (eeprom) during product evaluation. As such, the lot number, manufacture and expiration dates and the UDI have now been populated into their respective fields. Based on the availability of the lot number, the manufacturing site details have also been updated in section g. All manufacturers. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and flush test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. According to the picture provided by the customer, blood was observed inside of the hub of the device as well as a clot on a gauze pad, which may be related to the clot reported by the customer. Then, an irrigation test was performed on the returned device and the device was flushing correctly. No irrigation issues were observed. Finally, a back pressure test was performed, and no issues were observed. A device history review was performed for the finished device batch number, and no internal actions were identified. Although no product issue was identified during product evaluation, the customer complaint was confirmed based on the photo received. The instruction for use (IFU) contains the following warnings and precautions: use best practices for irrigation to minimize the potential for thrombus formation. Provide continuous heparinized saline infusion while the sheath remains in the vessel. Before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 19-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a vizigo and a clot was found in the clear hemostatic valve. It was reported by the caller, that before going up with the ablation catheter with the vizigo sheath, the physician noticed a clot in the hemostatic valve at the end of the sheath. The sheath was replaced, and the problem was resolved. The case continued. There was no patient consequence. Additional information was received indicating the system did not provide any error messages. The clot issue was noticed before any ablation was done. This procedure was right sided only so no anticoagulant had been given at this time per physician protocol. The generator had not been used at this time. Clot appeared to be associated with vizigo sheath and not the ablation catheter.